Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Initial images revealed occluded ostial left anterior descending. Once ballooned and stented, patient rapidly declined and required intubation, cardiopulmonary resuscitation and defibrillation. While on support, the complainant reported the impella performed as expected. The patient had rhythm changes to complete heart block then to asystole. It was also noted that the patient expired in the procedural area within 20 minutes of support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.